Event description:
Material: 302995 batch#: 4129250 it was reported that the bd syringe 10ml ll s/c 200 packaging was not perforated. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Hoag received 1 bx b-d302995 and the syringes are not perforated. Need to report quality issue and have returned to vendor. Item:302995 quantity affected:1 bx serial/lot number: (B)(6). Po :(B)(6). Additional info: there is no date of incident, the hoag staff found they could not separate the product to stock the shelves so returned to storeroom. No patient was adversely affected. Will you provide a call tag so we can return?

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. Ninety samples of 10ml luer-lok syringes from batch 4129250 were provided to our quality team for investigation. Eighteen strips of five syringes in sealed packages were received. There is no perforation observed on any of the strips of packages. The condition observed is non-conforming per product specification. Potential root cause for the uncut packages defect is related to the packaging process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4129250. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.